Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the screen has a shade and parts of the display cannot be seen. Customer stated that when the backlight is used, different symbols can be seen. The insulin pump passed the selftest. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.